Event description:
During remote follow up, post paced t- wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed to resolve this event. The patient was stable.